Event description:
The user facility reported that a nurse incurred a needlestick during disposal of the syringe device. The following information was obtained during communication with the user facility: after administering an injection, the nurse reportedly activated the safety "cap"; it was noted that "the safety cap did not attach securely" when the nurse attempted to dispose of the syringe; subsequently, "the safety cap came off" and the nurse incurred a needle stick; and the head of the pharmacy at the user facility stated that the nurse who suffered the needle stick was not familiar with this particular type of safety needle and "may not have handled the syringe correctly."

Manufacturer narrative:
The involved device was not returned for evaluation, which limits the failure investigation. Visual inspection of retained samples from the reported lot and representative samples from current production confirmed that there were no anomalies or defects. Testing of unused retained samples from the reported lot and representative samples from current production confirmed that product performance specifications were met. A review of the device history records indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Although the cause for the reported event cannot be definitively determined based on the available information, the event description is most consistent with the end-user not following the proper technique per the instructions-for-use in trying to activate the safety feature. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements such as the following: "handle with care to avoid needlesticks"; "keep hands behind the needle at all times during use and disposal"; "for greatest safety, activate the sheath using a one-handed technique"; "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; "visually confirm that the needle is fully engaged under the lock"; and "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).